Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became shattered while the customer was playing hockey and now the screen will not illuminate. There was no impact to the customer's blood glucose level.